Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. A head injury at the implant site is also reported. Reimplantation is considered.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested, no information on possible next steps have been received.

Event description:
The user's hearing performance is affected. A head injury at the implant site is also reported. Reimplantation is considered.